Event description:
It was reported that a remote monitoring transmission was received one day post implant as the patient heard an audible alert. The alert had been triggered for lead impedance warning that occurred before the implant procedure. The device was interrogated and the device was reprogrammed. The alert was noted to have reoccurred after the programming. It was also reported that the patient received shocks due to potential rapid ventricular response to fast atrial rate. There was also discomfort from the implant. Further, there was t-wave oversensing (twos) on the right ventricular (rv) lead. The device and lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).